Event description:
End user alleges the 3gtq3 power chair stops with a 6 wrench flash when this happens, he has to shut off the chair, disengage and re-engage the motor, then turn the chair back on. This is an intermittent problem - he never knows when this is going to happen.